Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. During inspection, dust-like and fibrous contamination and other unknown contamination was observed on and around the iso port. A brown unknown contamination was also observed at this location. Slight unknown white crusty type of contamination at the air input of the blower box at the filter area. Light gray non-uniform film of unknown contamination on the inside of the front panel. This light gray film can be smudged, fine white (dust like) contamination on the top and bottom of blower motor and on the inner rim of the bottom of the blower motor air intake. Fine white dust-like and hair-like fibrous contamination on the blower outlet seal. The device's downloaded logs were reviewed by the manufacturer. There were no error found. Product investigation laboratory was unable to confirm the presence of degraded sound abatement foam. The manufacturer concludes that the investigation at product investigation laboratory observed dust/dirt contamination in the airpath, likely from a source external to the device but did not observe evidence of sound abatement foam degradation/breakdown. Given the investigation results above, it has been determined that there is no relationship between the reported symptoms of allergies and the quality issue this time. Section d8, d9, h3, and h6 updated in this report.